Event description:
This event involved a patient who experienced a high power event approximately eight months after heartware lvad implantation. The patient had seen an increase in the lvad power over the last few days but had waited to contact the clinic. The patient was transferred from his local clinic to the implanting facility two days later due to inclement weather. Of note, the patient's local clinic is approximately 700 km away from the implanting facility. The site then performed diagnostic testing that was suggestive of massive hemolysis. This testing included an international normalized ratio (inr) of 1.7 and dehydration. He was successfully treated with heparin and his condition improved. However, at some later point the patient appears to have developed acute renal failure that was ascribed to his recent hemolysis and cerebral hematoma that was treated with surgery. As of the date of this report, the patient remains in the intensive care unit in serious condition. His physician reported that these events were related to the heartware device.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. Based on the review of the limited information available, the exact cause of the reported event could not be determined. However, there was no evidence to suggest that the event was related to a device defect. Clinical factors that may have contributed to this event include sub-optimal anticoagulation (recommended inr range (2.0-3.0)) and reported dehydration. No additional information will be forthcoming.

Manufacturer narrative:
(B)(4). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.